Manufacturer narrative:
The probable root cause for the damaged insulation of the instrument conductor wire found during failure analysis investigation is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps instrument had broken tip, no fragment fell in patient. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use. It is unknown what surgical task was being performed when the issue occurred and if the instrument collide with any other instrument or tool during procedure. No parts were broken off/missing/detached from the instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and reported failure was confirmed. The instrument was found to have indentation on the edge and face of the bipolar yaw pulley. The indentation was found on multiple location of the bipolar yaw pulley. Additional observations not related to the customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire. No thermal damage was observed. The complaint regarding broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The instrument was found to have an imprecise motion failure. This instrument¿s grip tip was not moving intuitively, i.e. It was not following the mtm input commands smoothly. The instrument grip did not move intuitively at the closing orientation. The instrument exhibited imprecise motion. The instrument was found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. Hairline crack was found on grip input shaft #6. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.108¿ - 0.216" in length and were not aligned with the tube axis. The instrument was found to have indentations on the edge of the distal idler pulleys.